Manufacturer narrative:
Baxter received and evaluated the device. A review of the service history log revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same/similar allegation. Evaluation determined the cause to be failing ultrasonic sensor. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line which was not reproduced. A review of the event history log identified air in line messages. The cause was determined to be physical damage to the ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.